Event description:
The customer reported that the system exhibited a loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable connector was evaluated and identified as loose and reconnected. The system was tested and found to be working as intended and returned to service.